Event description:
Needle remained in skin [medical device complication]. Case description: this spontaneous report received from a foreign country, reported by a consumer as "needle remained in skin", concerns a female patient using novofine 30g(needle). Drug use for unknown indication. In 2006 (date not specified), a needle got stuck in the patient's skin. The same year, she went to the emergency room for removal. An x-ray was performed confirming the stuck needle. The needle could not be removed so, the patient was transferred to another hospital for surgical removal. The outcome of the event is not reported. During the hospitalization, the patient experienced another needle accident, as a needle bent, but no further details on this event has been reported. Reportedly, the patient only used the needle once, and perform airshot before each injection. She pinch up skin, and injects 90 degrees. No sample or batch number is available.

Manufacturer narrative:
Frequency statement: based on review of historical data from the past 24 months, the frequency and severity of the occurrence of broken needles is below the expected occurrence for this device.